Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the battery was showing premature depletion. During the most recent check, the battery was showing that it had dropped to two years remaining in only a 6 month follow-up period. A 'save to disk' will be sent for technical services to determine the underlying issue and whether the device should be replaced. Premature battery depletion was observed through disk analysis, and the device was explanted and replaced. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
The device currently remains implanted. Should further information be provided, this report will be updated.

Event description:
It was reported during ongoing use, the battery was showing premature depletion. During the most recent check, the battery was showing that it had dropped to two years remaining in only a 6 month follow-up period. A 'save to disk' will be sent for technical services to determine the underlying issue and whether the device should be replaced. No adverse patient effects were reported. The device currently remains implanted.